Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The device was stuck in the "preparing to prime loop". The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. Unable to prime during the prime test due to a loose drive support disk. Unable to complete functional testing due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.